Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023 and reported being unable to obtain pain relief from the system. Troubleshooting was attempted and determined that the lead placement at the time of implant was too deep and was targeting the tibial nerve instead of the sural nerve. While troubleshooting and investigating on (B)(6) 2023 it was noted that the incision site appeared to be infected. Antibiotics were administered and ultimately the system was explanted on 02aug2023 due to malposition of the implanted leads and suspected infection.

Manufacturer narrative:
Patient was explanted primarily due to physician placement of leads during initial system implant, there are no allegations of system or component failure. Review of applicable device history records did not identify any excursions that are likely to have contributed to infection. Infection was not confirmed but is a known inherent risk of surgical procedures.